Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that there are leaks past the o-rings. The customer attempted to use two reservoirs and noticed the fluid after a no delivery alarm.